Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after the underlay implant, the patient experienced mesh migration, displaced mesh, omental fat caked onto mesh, pain, fascial defect containing fat, and recurrence. Post-operative patient treatment included revision surgery, hernia repair with new mesh, and removal of omental fat caked onto the mesh.